Event description:
It was reported that iab was inserted via sheath into right femoral artery. Doctor noted that a vacuum had been drawn prior to insertion. When iab was connected to pump, clinicians realized balloon was not iflating. Iab was checked under fluoroscopy. Numerous attempts made to inflate balloon with pump without success. Clinicians did not to try to manually inflate iab. Iab was exchanged. There were no reported patient complications.